Event description:
The customer reported that while the iabp was in use on a patient during transport, the iabp battery failed. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the battery (part number (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. No patient injury was reported.